Event description:
After four days of iab therapy, a kinked line alarm sounded, and blood was noted in the tubing. The iab was removed and not replaced. No further complications or pt injury occurred. The pt is reported to be fine.